Event description:
It was reported that the pulse generator exhibited far r wave oversensing. The device was reprogrammed and the device remained implanted. The patient was asymptomatic.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.